Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the cutting forcep activated with full energy on its own inside the patient without depressing the activation button. It was reported that the generator had been rebooted prior to the reported event due to the universal socket of the workstation and the hand piece not being recognized. This resulted in a 10 minute delay with the procedure. There was no bleeding reported. The procedure was completed with a similar device. There was no patient injury report.